Manufacturer narrative:
Clinical code: 1888 - hemorrhage/blood loss/bleeding: site reported the event as blood leakage from body of the graft. Impact code: 4641 - unexpected medical intervention: the doctor used a surgiflo (johnson & johnson), a hemostatic agent, to address the leakage. Hemostasis was achieved and the procedure was completed. Medical device code : 1250 - fluid/blood leak: site reported the event as blood leakage from body of the graft component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: four year review was performed for gelweave > leakage > blood oozing > body, this gave an occurrence score of 0.001%. No trend requiring action at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available. 22 - known inherent risk of device: IFU (instructions for use) review confirmed that within japan gelweave IFU (vascutek_gelweave_ver15_eng) mentions bleeding within serious adverse events section.

Event description:
Event reported as blood leakage, after performing the distal anastomosis, the doctor checked for hemostasis. However, leakage was observed from the main body of the graft. The doctor used a surgiflo (johnson & johnson), a hemostatic agent, to address the leakage. Hemostasis was achieved and the procedure was completed.